Manufacturer narrative:
The initial reported event of right ventricular (rv) lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the lead was returned in pieces. The lead was fractured in-vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to high and undefined superior vena cava (svc) coil impedance and noise was observed on electrograms (egm). The right ventricular (rv) lead was suspected to be fractured on the coil. Reprogramming was performed to turn of the high voltage therapy. The rv lead was explanted and replaced. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.